Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4)

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required surgical intervention. The patient's medical history is unknown. There was a successful transseptal puncture with a st. Jude medical slo sheath and a broken bough needle, mapping and ablation of the left ventricular tachycardia (vt). A transthoracic ultrasound was performed immediately after the procedure and all was normal. There were no error messages observed on the biosense webster equipment during the procedure. The act was maintained at 250-300's during the procedure. The patient experienced a late-onset cardiac tamponade approximately one hour after the procedure. A chest drain was performed and after four hours, surgical intervention was performed. The patient also required surgery a second time due to an issue with the suturing. As of (B)(6), 2015, the patient was stable but was still in the hospital. The physician's opinion regarding the cause of this adverse event was that there was an accidental perforation during mapping or possibly ablation and not a result of the equipment or product. The patient diagnosis was a perforation of the ventricular wall. Settings during the event include: irrigation flow setting was 17ml/min and 30ml/min respective of below or above 30w.